Manufacturer narrative:
Additional information was received that the patient's infection had returned and that the patient will be explanted. The physician does not believe the infection is device or procedure but due to the patient picking at the wound and being unhygenic in general. The patient's symptoms included drainage and fever.

Event description:
A report was received that the patient was experiencing pus leakage from her pocket site. The patient met with her family physician who confirmed the patient had an infection. The patient was given antibiotics and will follow up with her physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing pus leakage from her pocket site. The patient met with her family physician who confirmed the patient had an infection. The patient was given antibiotics and will follow up with her physician.

Event description:
A report was received that the patient was experiencing pus leakage from her pocket site. The patient met with her family physician who confirmed the patient had an infection. The patient was given antibiotics and will follow up with her physician.